Event description:
It was reported that the patient was experiencing inadequate stimulation. All device components were explanted and were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred last year from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5068645/5094763/5111108/7073647.